Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, the subject device got stuck and could not be advanced within the microcatheter. The physician removed the stent system and found the stent to be deployed within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, the subject device got stuck and could not be advanced within the microcatheter. The physician removed the stent system and found the stent to be deployed within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received with the distal end deployed within lumen of the microcatheter and the proximal end deployed within the hub. The stent delivery wire (sdw) and the introducer sheath were returned. The device was able to be flushed. The stent was deformed at the proximal end, and in the middle. The sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event of 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event of 'stent deployed prematurely during use' was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. It was reported that ¿after delivering the microcatheter to the target position, the physician began to advance the stent. The stent got stuck when it had entered the microcatheter by 10 mm and could not be smoothly pushed forward. Subsequently, the physician withdrew the entire stent system and found that the stent had deployed inside the microcatheter. Then, the physician replaced both the microcatheter and the stent with new ones and completed the procedure.¿ the patient's anatomy was reported to be moderately tortuous. The stent was received with the distal end deployed within lumen of the microcatheter and the proximal end deployed within the hub. Once removed, the stent was noted to be deformed at the proximal end. The stent delivery wire was kinked/bent at the distal end. The introducer sheath was noted to be intact. Based on the deformation noted to the stent and the lack of damage to the introducer sheath, one possibility is that the introducer sheath was initially correctly positioned but subsequently moved proximally prior to stent transfer out of the introducer sheath. It is likely that during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (created by proximal sheath movement). The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. When attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the proximal lumen and hub of the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the reported event of 'stent difficult/unable to advance or pullback through catheter', 'stent deployed prematurely during use' and analysed events of 'stent deployed prematurely during use', 'stent deformed', 'sdw kinked/bent' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.